Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016, on the abdomen. It was reported that calibration was not performed after experiencing inaccuracies and that the patient did not enter the bg meter values into the cgm device promptly. At the time of contact, no injury or medical intervention was reported. The dexcom g5 mobile continuous glucose monitoring system user's guide states: if the cgm values are outside the 20/20 range, calibrate again. The user's guide also states: enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event. The receiver data log was reviewed on 06/30/2016. The complaint of inaccurate cgm values could not be confirmed. A root cause could not be determined.